Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient complained of muscle tingling and discomfort on the right side. The patient was seen on (B)(6) 2019 for in-service on charging the ins. The patient has felt this discomfort since surgery. It was reported there could be a lot of swelling from the surgery causing issues with the system. Impedances were all normal range during surgery. Post-op showed impedances were high on all combinations of contact 0 ranging from 7,000 to 13,000. The patient was programmed on 0+ 3- 2-. The patient has two pocket adapters. Tunneling the pocket adapter wire across could have caused a bit of swelling and fluid that could have contributed to the high impedance. The issue remains unresolved. No further complications were reported as a result of this event.